Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x amplifier was received for evaluation. The field reported event was not able to be duplicated; noise and impedance testing were successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported noise and subsequent delay could not be conclusively determined.

Event description:
During a supraventricular tachycardia procedure, catheter distortion, egm noise, and respiration issues occurred causing a delay in procedure. After 30 minutes of troubleshooting and double checking the position of the catheter on fluoroscopy and ice, the case was completed successfully with no patient consequences.